Event description:
It was reported that during a breast biopsy, the tissue marker did not deploy and when the probe was removed, the tip of the marker sheared off into the breast. Another marker was deployed into the breast and completed the case. No adverse patient consequence was reported.

Manufacturer narrative:
Date sent: 06/27/2008. Information anticipated, but unavailable at this time.